Manufacturer narrative:
Serial numbers of devices: (B)(4). The catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore, johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Investigation were completed for 15 of 16 of the reported events. For 15 of them, there were no issues found with the system. For 1 of them, the investigation is still pending. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 16 </noe> malfunction events. The events were related to suction loss while the catalys laser was firing. There were no medical events reported.

Manufacturer narrative:
Correction: in the initial report it was indicated that there were 16 events however, it was found the correct number should have been 17 events. The additional event is for a device serial number (B)(6). In the initial report it was also reported that the investigation was completed for 15 of 16 of the reported events however, the correct data is that investigation was completed for 16 out of the 17 reported events. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: one investigation was completed during this period. A review of records related to the device including labeling, complaint trending, and risk documentation was performed. There were no issues found with the system. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.